Event description:
It was reported that the lead was capped and replaced due to increasing hvli. Patient later presented for follow-up and noted that the device was rasping. Physician decided to explant the capped lead. After the procedure, the patient was found to have no bp and no pulse. An emergency open heart surgery was performed, and it was discovered that the whole vein was removed during lead extraction causing severe bleeding in pericardium. The patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the lead tip measuring 47cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned tested normal. Without return of the entire lead a complete analysis could not be performed.